Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a gastric bypass procedure, the arm cart assembly (aca) had an non-recoverable error. The aca was restarted and the procedure was continued. There was a five minute delay. There was no patient injury.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs were evaluated to troubleshoot the issue. A failure code and multiple error codes, including an error code for 'arm failure - non-recoverable - robotic arm brake state' were noted. The instrument drive unit (idu) was reseated to resolve the issue and no further issues occurred with the arm cart assembly. Further evaluation of the logs showed multiple presses of the position and elbow button on the arm cart assembly, prior to the error codes occurring. The failure code showed an error on the surgeon arm joint 1 where the brake current was too high. The observed error code triggers a recoverable inoperable error and subsystem non-recoverable inoperable error, which leads to prevent position control and interrupt manual control. Evaluation of the arm cart assembly confirmed the reported condition. The most likely root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a gastric bypass procedure, the arm cart assembly (aca) had an non-recoverable error. The aca was restarted and the procedure was continued. There was a five minute delay. There was no patient injury.